Manufacturer narrative:
The t:slim pump user guide states to only use single-use, disposable t:slim cartridges. The efficacy of the t:slim pump can not be guaranteed if cartridges are filled more than once. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The customer filled their cartridge with additional insulin outside of the load sequence and wanted to know why their fill had not changed. Tandem technical support assisted customer with completing load, but the customer's fill estimate was inaccurate. There was no impact to the customer's blood glucose level.